Event description:
It was reported that, "primary case took place sometime in 2008. Revised for loosening in 2009."

Manufacturer narrative:
A supplemental report will be submitted, upon completion of the investigation.